Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that the vaccines were greyed out. A technical support specialist (tss) found that the error pointed to a server setting that had not been selected. The tss identified the setting that allowed removal of medications outside of targeted doses and had the customer enable that option. The customer reported that the issue was resolved. The system functioned after the technical support specialist (tss) troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the rabies vaccine was greyed out at the station. They stated that the medication could not be removed without performing an override each time and that users received an error indicating that the medication was not available due to a problem with the ordered amount or amount unit. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.